Manufacturer narrative:
H3: product analysis#: 705021217, equipment used: video inspection system (B)(6), ruler (B)(6), camera (panasonic lumix dmc-zs5), in-house 0.0265in mandrel, drawing(s) referenced: fa-55xxx-xxxx rev. P, as found condition: the pipeline flex was returned stuck within the distal segment of the marksman catheter; within the inner pouch; inside of a sealed bio-hazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid was found fully opened and frayed. Bends were found at 22.5cm to 33.5cm from the proximal end of the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 18.0cm to 27.5cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. Testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the pipeline flex and marksman catheter were confirmed to have ¿resistance during retrieval¿, "failure to open at the distal end" and ¿catheter resistance¿ issues as the returned pipeline flex was found stuck inside the distal segment of the marksman catheter. In addition, the distal end of the braid was not opened due to damaged braid. The damage to the braid on the ends of the pipeline flex is likely the results of the physician re-sheathing the device more than recommended two times. Additionally, from the damages seen on the catheter (accordioning), pipeline braid (fraying), pushwire (bending) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to retrieve the pipeline flex through the catheter against the resistance. However, the root cause could not be determined. It is possible that the severe vessel tortuosity may have contributed to the reported issues. There was no non-conformance to specifications identified that led to the reported issues. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ see capa2015-010156. Ls (B)(6)2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally and had resistance in the marksman catheter during withdrawal. The patient was undergoing treatment for an unruptured, amorphous aneurysm located in the cavernous sinus segment. The max diameter was 15mm, and the neck diameter was 8mm. The patient's vessel tortuosity was severe. The landing zone was 4.2mm distal and 4.8mm proximal. Dual antiplatelet treatment was administered. It was reported that tip of the stent could not fully open. The resistance was greater when withdrawing to the microcatheter. After the stent was withdrawn, it was found that the tip was not flat. The pipeline had been positioned in a bend, and less than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. No other steps were taken to open the device. The pipeline was replaced, and the patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a 8f sheath, marksman microcatheter, and stryker .14" guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was resistance at about 30cm of the distal end of the catheter (soft segment). The pipeline push wire was not damaged, and the stent tip end was damaged (rough).